Event description:
As reported, approximately 9 months post op initial tka, this 64 y/o female patient's right knee was revised due to the recall. Patient was last known to be in stable condition following the event. Device is not returning due to hippa.

Manufacturer narrative:
(D10) concomitant device(s): 02-010-01-0330 - logic femoral ps cem right sz 3, 2911719; 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 2788882; 200-02-32 - three peg patella 32mm 3572427.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear, femoral loosening and osteolysis as stated in the operative notes. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and/or patient-related conditions. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reason for the reported femoral loosening, osteolysis, and prosthesis wear could not be confirmed as the devices were not returned for evaluation, and images/radiographs were unable to be obtained. H6 component code has been corrected to liner.

Event description:
It was reported via documentation provided by the legal department that this patient experienced a revision surgical procedure 8 years, 11 months from initial implant. Revision operative report of (B)(6) 2023. Postoperative diagnosis: failed right total knee polyethylene and femoral components due to premature poly wear and poly recall. Clinical history: the patient is a 64-year-old female who has gone on to develop clinical and radiographic evidence of premature poly wear, as well as likely femoral component loosening due to osteolysis. The patient now presents for revision of right total knee poly, possible femur, possible complete revision. Operative findings: there was found to be a clean wound with clear synovial joint fluid. There were well-fixed tibial and patellar components. There was a grossly loose femoral component that was completely loose from the cement mantle. There was no cement adherent on the back side of the femoral component. There was a moderate amount of osteolysis behind the cement mantle of the distal femur. There was moderate polyethylene wear with encapsulated polyethylene debris within the synovium and a complete synovectomy was performed. There was extraneous bone growth around the patella, which was removed with a rongeur. Dressing and a wrap from toes to thigh was placed. The patient was awakened and transferred to recovery in stable condition. There were no complications. There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information-b1, b5, & d8. There is no other information available. Pending investigation.